Event description:
It was reported that the patient was experiencing shortness of breath and was "less energetic." It was noted the atrial pacing impedance had previously triggered an alert and the atrial pacing impedance was trending in the lower range. The right atrial (ra) lead remains in use and replacement of the lead is scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).